Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of full battery depletion causing a pump stop was not confirmed, however, the additional reported event of no external power alarms was confirmed. The system controller (serial #: (B)(4)) was returned for analysis, and a log file was submitted for review with events spanning approximately 13 days ((B)(6) 2020, per time stamp). A controller reset causing a pump stop event was captured on at 06:43:21. The log file showed the controller being connected to fully charged batteries approximately 3 hours prior to the pump stop. Coincident with the reset, the rsoc and bus voltages, as well as the backup battery, provided no power. As the controller restarted, the connected fully charged batteries were recognized and power was restored. The pump stop cleared at 06:43:25. Although fully charged, the batteries were exchanged for different batteries at 06:43:37 and 06:43:48. There were no further interruptions to pump support noted in the log file. An additional log file was downloaded from the returned system controller with events spanning approximately 4 days ((B)(6) 2020, per time stamp). The events from (B)(6) 2020 took place during lab testing at abbott. Throughout the log file, the bus voltage on the white cable would occasionally drop to ~0.1v. The bus voltage would quickly recover on its own. Also captured throughout the log file were multiple no external power events while connected to battery power. These events occurred when the black power cable was disconnected from battery power and simultaneously the bus voltage on the white cable dropped to ~0.1v. The backup battery provided power to the system during these events. The no external power events cleared when the black power cable was reconnected to battery power and following that, the bus voltage on the white cable would increase to the expected value of ~15v. Pump operation was not affected. There have been no further pump stops reported. The root cause for the reported events were unable to be conclusively determined through this analysis. The heartmate iii instructions for use (IFU) document instructs the user on how to properly check the battery fuel gauge status and states the patient should not be connected to battery power while sleeping. The IFU additionally addresses how to properly interpret and troubleshoot all system alarms, including low voltage, no external power, and pump stop alarms. Lastly, the IFU addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller, and was found to pass all manufacturing, and qa specifications prior to being shipped to the customer on 25apr2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report number: 2916596-2020-05852. It was reported that the patient's wife called the hospital stating that she found the patient in bed with a continuous alarm. She immediately placed him on new, charged batteries, and the alarms stopped, and the patient aroused. The patient was immediately brought into the clinic for assessment and vad interrogation. Pump off alarms were noted. Upon questioning the wife and patient, the hospital believed that the patient fell asleep on battery power, which caused the alarming, and subsequent pump stop when the battery power ran out. It was additionally reported that there was no damage, dirt, or dust observed on the battery clips or battery terminals that were in use at the time of the event. The patient's battery clips have been replaced as a precautionary measure. There have not been any additional pump stops, however, the patient has had intermittent power cable disconnects and no external power alarms despite being connected properly to fully charged batteries. The patient's battery clips and system controller were replaced. The patient is scheduled to follow-up next week for vad interrogation or sooner if alarms continue.